Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that actual remaining dilaudid volume on pca pump is different from the expected remaining volume. There was no patient injury. Although requested, additional information was not provided.

Event description:
It was reported that actual remaining dilaudid volume on pca pump is different from the expected remaining volume. There was no patient injury. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information provided: d.10 & d.11. The customer¿s report that the actual remaining dilaudid volume on pca pump is different from the expected remaining volume could not be confirmed. Physical inspection noted the device to be in good condition. Pcu error log showed no errors or malfunctions. Pca event log was performed; however the log entries on the incident date have been overwritten due to continued use. The pca log showed that it was connected to pcu s/n (B)(6) (B)(6) 2020. Although requests were made for this pcu, the device was not returned. Preventive maintenance was performed and found the pca module operating in specification. The event administration sets were not returned. The root cause of the reported complaint that the actual remaining dilaudid volume on pca pump is different from the expected remaining volume could not be identified. Device history review: review of the source pca module s/n (B)(6) service history record showed the device had a manufacture date of date of 03nov2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6)2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.